Manufacturer narrative:
This issue is considered MDR reportable as physician ruptured capsular bag while implanting lens. No defect on lens was reported. The event occurred right after iol implantation and the iol was explanted. The incision was not made larger for explant or to implant the new lens. Patient prognosis is reported as good. Customer has indicated that they intend to return the product. Return is pending. Once received, a product investigation will be conducted. Once the investigation is completed, a follow-up report will be submitted to the FDA. Product return pending; not received yet.

Event description:
Doctor ruptured capsular bag while implanting lens. Lens was explanted.

Manufacturer narrative:
Initial report stated: this issue is considered MDR reportable as physician ruptured capsular bag while implanting lens. No defect on lens was reported. The event occurred right after iol implantation and the iol was explanted. The incision was not made larger for explant or to implant the new lens. Patient prognosis is reported as good. Customer has indicated that they intend to return the product. Return is pending. Once received, a product investigation will be conducted. Once the investigation is completed, a follow-up report will be submitted to the FDA. This follow-up report is being submitted to provide the following additional device information: added diopter power (+20.50) under model - to correlate to the correct unique device identifier (UDI). Device evaluated - was changed from no to yes, as the device was received by the manufacture after the submission of the initial MDR. The following information is being added from the device evaluation and review of manufacturing records conducted by (B)(4) quality department, on 30-oct-2015, which states: the lens was ejected out from the injector. Optic was broken and part of the optic was not returned. The slider was fully advanced and the rod was bent and advanced partially. Trace of lubricant was found on the lens and inside the injector. No abnormalities were found in production and inspection records of the product. The exact root cause was not determined. However, from the investigation, it is believed that the issue is not product related.

Event description:
Doctor ruptured capsular bag while implanting lens. Lens was explanted.